Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: intermittent impedance <200 ohms, noise and loss of capture resulting in pacing pause of approx. 2.5 seconds seen in recordings. Suggested to evaluate lead in person. Lead currently remains implanted. Should additional information be received, this file will be updated.